Event description:
There was no patient involved in this event. Pad unit powers on without manual intervention.

Manufacturer narrative:
Information from the history log indicates the pad-pak was first installed successfully on the 20th august 2012 and the device performed to specification up to the 12th july 2015. Multiple manual power ups of ten minutes duration were observed in the device memory on the 17th july 2015. The pad-pak then became depleted resulting in the device recording multiple failed self-tests due to a low battery. The returned pad-pak was installed and the device failed a self-test. The device powered off with a warning memory full, low battery prompt and a red flashing status led. The device restarted immediately. A test pad-pak was installed and passed a self-test. The device powered off with a warning memory full prompt and a green flashing status led. The device again restarted immediately after shutdown. The returned sam 300p was tested on calibrated equipment, the test therapy was delivered and an acceptable measurement was recorded for the test shock. The device powered off with a warning memory full prompt and a flashing green status led. The device restarted after shutdown. The device was disassembled for investigation. No abnormalities were found during visual inspection. Investigation found the reported fault can be attributed to component failure. This caused the device to power up on installation of a pad-pak and after an attempted shut down.